Event description:
International customer reported that a pt underwent a mitral valve repair. The surgeon requested ECG and noticed bleeding along the sutures securing the valve. The surgeon recannulated the pt and reopened the heart to access the mitral valve. The surgeon noticed that 2 of the 11 sutures securing the valve had loosened. A pledget from one of the loosened sutures came off and fell in the pt's body. The pledget was not retrieved the sutures were removed and discarded and replaced with competitor product.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.